Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reportedly, calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other four proglide devices are each being filed under separate MFR numbers.

Event description:
It was reported that before an interventional procedure, the sutures of the perclose proglide were attempted to be deployed in a calcified common femoral artery using a preclose technique. A 6f was being used. Reportedly, a cuff miss occurred. An additional four proglide devices were used with the same results. After the procedure, a cut down was performed and hemostasis was achieved. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.